Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a cardiomems procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles, with both proglide devices. The sheath was upsized to 12fr and the cardiomems procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.